Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, yellow particles in device inner surface and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one sharp opening. A dimension measurement in the shell was performed which identified that the thickness was within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening assessed as an unidentified (tear) opening. The reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.